Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that a cone tip ureteral catheter part tore right down the middle when the staff tried to open it for the ureteroscopy procedure. This issue occurred prior to patient contact.